Event description:
Styrofoam base that is shedding inside the pack leaving little bits of white styrofoam loose on the sterile field.

Manufacturer narrative:
Describe event or problem: styrofoam base that is shedding inside the pack leaving little bits of white styrofoam loose on the sterile field. Deroyal: the sample is not available for examination by deroyal. The vendor for the styrofoam tray, crown packaging corp., has been notified of this issue. The investigation into the root cause is in process.